Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juer0524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "iv0525 (statlock), we¿ve been ordering this item as sub/alternate since beginning of (B)(6) 2020. We¿ve been using a microclave item# mc100 for the needless connector end. Recently, we¿ve had a handful of accounts where connections have become disconnected. Nursing staff reported making sure all connections are secure, but we continue to experience disconnects. It has been noted that the i.v tubing with fluid is loose / disconnecting from the peripheral i.v extension , which has the microclave attached to it. It is not leaking or related to any pressure issues. It just seems to ¿ unwind ¿. We did not keep any of the affected lines. I do not have a confirmed number of how many times this was noted. This was reported by an rn , and an anesthesiologist, that they noticed the connections were loose